Event description:
It was reported to boston scientific corporation on that a corflo cubby low profile gastrostomy device, originally placement in 2008, the device button locking adapter became chipped. According to the complainant, the button was unable to stay connected with the feeding tube. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although, the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.